Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and popping. Update 06/04/2013 - patient's operative records and xrays were received. Records indicate that upon revision the tissue found in the hip had a grayish color along with synovial fluid that was a dark whitish grayish color. There is no new information that would change the existing MDR decision. (B)(6). Update 09/12/2013 - patient's medical records were received. Records indicate upon revision the patient was found to have metallosis, elevated metal ion levels, and bearing surface wear. There is no new information that would change the existing MDR decision. Update rec'd 5/22/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and inflammation. Update 2/10/15 - pfs received. The stem is now being added for the high metal ions. Lab results from (B)(6) 2013 confirmed the cobalt and chromium levels were higher than 7ppb. The complaint was updated on 3/2/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).